Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, who was not at home and lacked the necessary supplies to perform a cartridge change, was assisted by technical support to remove the cartridge from the pump and reload without it initially. After reloading with the same cartridge, insulin delivery resumed. The customer was advised to contact technical support again if the alarm reoccurs when necessary supplies are available, and they acknowledged the provided instructions.